Event description:
On (B)(6) 2013, customer states via phone that during a retrograde stone removal on a female of unk age, the fluoro failed. They had to move the pt to another bed and complete the procedure with a c-arm, so the physician opted to insert a stent instead of completing a stone removal due to the image quality of the c-arm. No pt injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot problem and found the iapdb board in the generator computer to be bad. Fse replaced the part and performed camera calibration and checked images. A second fse completed the image check since initial fse did not have the required penetrometer. The unit was then checked for proper orientation per service checklist and returned to customer for full service.